Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the lens was found to be faulty, could not be used as the lens was scratched by the handpiece injector. The surgery was completed using another lens. Additional information has been received stating that, the lens was removed and a new lens was inserted during the same procedure.

Manufacturer narrative:
Correction information was provided in h.6. The product code of a0201 was a submitted in the MDR, which was now removed. Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece and viscoelastic were indicated with a non-qualified cartridge. The product was not returned. The root cause for the reported lens damage would be related to a failure to follow the instructions for use (IFU). A non-qualified cartridge was indicated. The lens is only qualified for use with the specific model of company cartridges. The IFU instructs: company foldable intra ocular lenses (iol)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.